Event description:
Information was received indicating that during priming an upstream occlusion occurred and that more than 50ml of purging was needed prior to starting the pump. Per reporter, only 1/5 of the product administered despite pump displaying that the correct volume of 2100ml was administered. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 11-jun-2021: treatment : parenteral nutrition. Treatment was administered after tubing change. No clinical consequence observed for patient. H6: event problem and evaluation codes: updated after device evaluation. H10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. I looked in attachments for both complaint and investigation and found no photos. Therefore I have no other evidence to evaluate.